Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was shown how to use the pump by their doctor and did not receive training or sensors from medtronic. The customer also got a post reset ram crc alarm after powering off and powering on the pump after a while. The insulin pump will be returned for analysis.